Event description:
The pt underwent lens replacement due to a mislabeled intraocular lens. The lens was labeled at 17.5 diopter and by eval of the lens, it was discovered that the lens was actually a 25.5 diopter.